Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as for perforation of the ivc and filter tilt no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and intrparenchymal brain hemorrhage secondary to pseuodoaneurysm and could not be anitcoagulated. At some time post filter deployment, it was alleged that the filter tilted and filter limbs perforated the ivc wall with one limb abutting the right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. Allegedly the patient experienced chronic abdominal pain. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months post filter deployment, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed struts of the filter penetrating through the wall of the inferior vena cava. Posterolateral struts abutted the right psoas muscle. Findings were unchanged from prior exam. Therefore, the investigation is confirmed for the perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and intrparenchymal brain hemorrhage secondary to pseuodoaneurysm and could not be anitcoagulated. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the inferior vena cava (ivc) wall with one limb abutting the right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced chronic abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as for perforation of the ivc and filter tilt no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015), (manufacturing date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and intraparenchymal brain hemorrhage secondary to pseudoaneurysm and could not be anticoagulated. At some time post filter deployment, it was alleged that the filter tilted and filter limbs perforated the ivc wall with one limb abutting the right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. Allegedly the patient experienced chronic abdominal pain. However, the current status of the patient is unknown.